Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.

Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose level. Tandem technical support arranged to send a replacement charging cable and wall adapter. The customer was advised to rely on an alternative method in case the pump battery depletes before the replacement arrives.